Manufacturer narrative:
Investigation summary: bd received five (5) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for gel bubbles with the incident lot was observed. Additionally, sixty-five (65) retention samples from bd inventory were evaluated by visual examination and the issue of gel bubbles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel bubbles based on returned samples. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® sst blood collection tubes the customer complains that bubbles are found in the yellow tube separation glue. This event occurred 5 times. There was no report of erroneous results nor patient's impact. The following information was provided by the initial reporter: the customer complains that bubbles were found in the yellow tube separation glue during use.